Manufacturer narrative:
A ge representative evaluated the system and reseated power supply connectors. The system operates as intended.

Event description:
The customer reported that there was a precharge voltage error. This error will likely prevent the system from booting. There is no report of injury or death associated with the event described in this complaint.